Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had high blood glucose. Customer also reported that the insulin pump had no sensor signal. The blood glucose value at the time of incident was 422mg/dl. The insulin pump will not be return for analysis.